Manufacturer narrative:
Pump interrogation revealed the pump delivered baclofen. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the motor stall occurred on (B)(6) 2017 and recovered on (B)(6) 2017 an implant date, (B)(6) 2014, was also provided. Clarification was requested to ensure this was the correct implant date. However, after this clarification, the representative then had referenced a different pump, (B)(4), associated with the reported previously reported implant date of (B)(6) 2014. The referenced pump, (B)(4), was captured in another manufacturer report # 3 004209178-2017-16164. At this time the implant date for this current device, (B)(4), remains unknown. Further clarification was requested again to address the correct implant date for this pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received an unspecified medication via an implantable pump for an unspecified indication. During a refill, a motor stall and recovery were noted in the log by the physician. There were no patient symptoms and no harm with the event. The pump was to be replaced. It was further noted that the pump would reach end of service (eos) on 2017-aug-01. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There were no pump logs available. There were no known volume discrepancies as a result of the motor stall. All troubleshooting was not known, but the pump was refilled and kept going on. The cause of the event was not known. It was stated that eos had been declared. When asked if the eos was an expected date or earlier, the response "no. Later" was provided. The pump was replaced on (b(6) 2017 and was picked up by the representative to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that eri had been declared (not eos as reported previously). The date of eri declaration was not known.